Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found a high current drain condition on the device. The high current drain was traced to leakage on a tantalum capacitor. It was reported the device was replaced due to no telemetry. No patient complications were reported as a result of this event. Additional information reported indicates that "all communication was lost with the device." The patient further reported "device was not working, they could not read it". Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure capacitor device was out of specification in a manner that relates to event interrogate, difficult to.

Event description:
It was reported the device was replaced due to no telemetry. No patient complications were reported as a result of this event. Additional information reported indicates that "all communication was lost with the device." The patient further reported "device was not working, they could not read it".